Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the patient with this ambulatory infusion pump noted that the continuous dose setting was not programmed correctly. The patient believes that the setting on the pump has been wrong since their last hospital visit. The patient experienced insomnia and fatigue. No adverse patient effects were reported.

Event description:
The patient called and said that she thought that her day pump (lot: 537777) had not have the correct settings. The patient informed that the dose on the pump was: morning 4.0 extra 2.5 and continued 4.0. The vendor called the outpatient clinic and informed that the correct doses was: morning 4.0, extra 2.5 and continued 6.0. A visit was made at the patient's home and the pump was set correctly. The patient received the medication but not the correct dose. The patient thought that the pump had been set wrong since the last outpatient clinic visit in the middle of (B)(6) 2017. The reporter's causality for the event(s) of tiredness and insomnia was not provided. The distributor's opinion is that there is no reasonable possibility that the events of tiredness and insomnia are related to duodopa(levodopa/carbidopa).